Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse patient effects were reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was found to have dislodged and the physician along with the patient, decided to explant the lead and not re-implant another one. No adverse patient effects were reported.